Manufacturer narrative:
Fields updated: patient information: date of birth, age at time of event, unit of measure - age; adverse event or product problem: outcomes attrib to adv event, describe event or problem; suspect medical device: model number, lot number, catalog number, expiration date, unique identifier (UDI), explant date, concomitant product/therapy; device manufacturers only: impact codes, device codes. Investigation summary: based on the information available, the cause that contributed to the reported incontinence due to fluid loss and cuff sizing cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the artificial urinary sphincter (aus) instructions for use (IFU). The aus IFU lists recurrent incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated experiencing recurring incontinence with an artificial urinary sphincter (aus). The physician suspected a leak in the prosthesis and advised a the device should be replaced. Two months later, a surgical procedure was performed in which the existing aus was removed and replaced with new components. During the procedure a sizing issue was noticed as the cuff was too small. The patient fully recovered following the intervention.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient indicated experiencing recurring incontinence with an artificial urinary sphincter (aus). The physician suspected a leak in the prosthesis and advised the device should be replaced.